Event description:
It was reported that, during a demonstration, the external monitor was not working when connected to the tower due to a defective continuous conduction mode (ccm) part. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicates that it was initially observed that there might be a potential fault in the camera controller module (ccm) of the tower which could be the cause for lack of image on the external monitor. It was confirmed that the root cause of the failure was due to the inter-module connection cable, which was found to be defective. The display port (dp) to digital visual interface (dvi) male to male (m/m) 3 feet (3ft) cable was replaced to resolve the issue. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a demonstration, the external monitor was not working when connected to the tower due to a defective continuous conduction mode (ccm) part. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field. Review of the field service notes indicated that it was initially observed that there might be a potential fault in the camera controller module (ccm) of the tower which could be the cause for lack of image on the external monitor. It was confirmed that the root cause of the failure was due to the inter-module connection cable, which was found to be defective. The display port (dp) to digital visual interface (dvi) male to male (m/m) 3 feet (3ft) cable was replaced to resolve the issue. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective dvi cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.